Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n153155, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Following implant, the pump dose was being titrated to get it back up to where it was before the current pump was implanted. They got it back to the original dose on (B)(6) 2014. On the morning of this report, the patient was experiencing withdrawal type symptoms and believed that his pump wasn¿t working. The patient had contacted his physician, but they couldn¿t see him until (B)(6). The device system was delivering fentanyl and baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.